Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump had constant tone. The customer¿s blood glucose was unknown at the time of incident. The customer's mother reported that the insulin pump had blank display. The customer's mother stated the contacts on the battery cap were not missing or damaged. The customer's mother stated the battery compartment was neither damaged nor corroded. The customer's mother stated the spring was neither damaged nor corroded. The customer's mother stated that the display did not return after insulin pump restart. The customer's mother states the display returned after a new battery insert. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly.